Event description:
The patient's attorney alleges that approximately thirty-eight months post posterolateral fusion with pedicle screw fixation, the surgeon discovered a broken screw via x-ray. Surgical removal is being contemplated, but no intervention has been reported to date. No patient status was mentioned and no other details are available at this time.

Manufacturer narrative:
(B)(4). The hospital implant records list five catalog numbers for screws that were implanted: 83575501, 83575551, 83585551, 83575451 and 83585501. It is not possible from the information provided to determine which of these may have broken. The device remains implanted. A review of the device history records cannot be performed without additional device information. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.